Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number. Additional contact person from ufmw ¿ (B)(6).

Event description:
A medsun mandatory medwatch report was received which stated: "spiros cap cracked and started leaking chemotherapy when attached to chemo. Leaked approximately 4 ml. Blue c-clamp extremely difficult to close. Hemostats needed for closure. Pharmacy notified and decided to re-make chemo. All chemo spill was contained on sterile field."